Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-aug-2024. The most recent information was received on 04-sep-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 49 year-old female patient who had essure inserted (lot no. C64474) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic vein embolization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1546 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy periods"), dizziness ("dizziness"), depression ("depression"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), fatigue ("chronic fatigue") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy by laparoscopy). Essure was removed on (B)(6) 2023. At the time of the report, the pelvic pain had not resolved. The outcomes for heavy menstrual bleeding, dizziness, depression, adenomyosis, endometriosis, fatigue and menometrorrhagia were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, dizziness, depression, adenomyosis, endometriosis, fatigue or menometrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Magnetic resonance imaging] (date unknown): did not find any particular abnormality and in view of the persistence of the symptoms [physical examination] (date unknown): no abnormality at the mesocolic level, no abnormality at the abdominal level. At the pelvic level: the uterus is of normal size and morphology as well as the ovaries. Bilateral parietocolic adhesions exist. The presence of an essure can be observed in the left mesosalpinx in addition to the two intratubal essure devices. Coagulation and section of the round ligament with bipolar forceps and scissors [ultrasound scan] (date unknown): did not find any particular abnormality and in view of the persistence of the symptoms batch no.c64474,expiration date:2017-06-30, manufacture date: 2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-sep-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-aug-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 49 year-old female patient who had essure inserted (lot no. C64474) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of pelvic vein embolization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, 1546 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy periods"), dizziness ("dizziness"), depression ("depression"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), fatigue ("chronic fatigue") and menometrorrhagia ("menometrorrhagia"). Essure was removed on (B)(6) 2023. The patient was treated with surgery (total hysterectomy and bilateral salpingectomy by laparoscopy). At the time of the report, the pelvic pain had not resolved. The outcomes for heavy menstrual bleeding, dizziness, depression, adenomyosis, endometriosis, fatigue and menometrorrhagia were unknown. No causality assessment was received for essure with regard to heavy menstrual bleeding, pelvic pain, dizziness, depression, adenomyosis, endometriosis, fatigue or menometrorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Magnetic resonance imaging] (date unknown): did not find any particular abnormality and in view of the persistence of the symptoms. [Physical examination] (date unknown): no abnormality at the mesocolic level, no abnormality at the abdominal level. At the pelvic level: the uterus is of normal size and morphology as well as the ovaries. Bilateral parietocolic adhesions exist. The presence of an essure can be observed in the left mesosalpinx in addition to the two intratubal essure devices. Coagulation and section of the round ligament with bipolar forceps and scissors [ultrasound scan] (date unknown): did not find any particular abnormality and in view of the persistence of the symptoms. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.